Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages) was isolated to the electrode belt's pulse wire in the trunk cable being damaged. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad messages.